Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. The lead helix was noted to have been stretched. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to include product investigation details.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was found to have kinks leading to high thresholds. This lead was then explanted due to infection. No additional adverse patient effects were reported.